Manufacturer narrative:
UDI #: (B)(4).

Event description:
Vascular intervention case to treat a heavily calcified diagonal vessel. After the final pass to clear the vessel using an elca laser catheter a dissection and micro perforation were noted. The physician treated the area with a balloon for 4 minutes successfully sealing the dissection and perforation. The physician then placed a stent; completing treatment of this vessel without additional intervention.